Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI #: (B)(4). It was reported that the pulsavac tip disconnected during use. Vibration alone caused the blue locking mechanism to loosen. There was no patient involvement. This investigation is being completed as a limited investigation as no problem was found with the device. Therefore the complaint history and DHR reviews are not required. On (B)(6) 2020, it was reported from (B)(6) hospital that the pulsavac tip disconnected during use. Vibration alone caused the blue locking mechanism to loosen. There was no patient involvement. On (B)(6) 2020, a returned product investigation was performed on the (B)(6). The physical evaluation revealed that the device was functioning as intended and there were no problems with the device. Further dimensional analysis was completed, and it was noted that all pulsavac components were within specification. The results of the returned product investigation have not confirmed the reported event. The reported event was not confirmed during inspection of the device, and all pulsavac components were within specification. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the pulsavac tip disconnected during use. Vibration alone caused the blue locking mechanism to loosen. A piece of the device fell into the patient wound and was retrieved and reassembled to the pulsavac to complete case. During evaluation of the device, no problems could be reproduced. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device has been completed, a follow-up/final report will be submitted. UDI #: (01) (B)(4), (17) (B)(4),(10) (B)(4).

Event description:
Was reported that the pulsavac tip disconnected during use. Vibration alone caused the blue locking mechanism to loosen. A piece of the device fell into the patient wound and was retrieved and reassembled to the pulsavac to complete case. No additional patient consequences were reported.